Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulties charging the pump. Reportedly, the issue resolved on its own while using the same pump charging supplies. Customer¿s blood glucose level was 146 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.